Manufacturer narrative:
Due to device breakage during surgery, it was determined that this event is reportable. Device was destroyed by facility.

Event description:
Fixation device cracked when preparing to insert into patient. The device was not used on the patient so there was no patient injury. A back-up device was used and surgery was successfully completed.